Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, the physician could not advance the guidewire through the left ventricular (lv) lead. The new lead was implanted with no issues. The patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the physician could not advance the stylet through the lv lead.

Manufacturer narrative:
The reported field event of could not be inserted was confirmed in the laboratory. The cause of the reported event was due to the distal tip being clogged with blood. The lead was tested on the bench, and no anomalies were found.